Event description:
Treatment of an unruptured amorphous aneurysm located in the left pca (posterior cerebral artery). The patient was given dual antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure after the pipeline was deployed successfully, it was reported the physician noticed stagnant contrast outside of the vessels on the last run. The aneurysm had ruptured and a ventriculostomy was performed on the patient. The amount of blood drained was very small. The physician thinks that the synchro 2 wire may have ruptured the aneurysm upon the initial access. Post procedural angiogram showed an eclipse. The patient woke up following commands and was reported to be at home doing fine on (B)(6) 2014.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).